Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for the (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 10aug2017 a direct correlation between the device and the brain hemorrhage or hematoma could not be determined through this evaluation. The pump was explanted but has been retained by the hospital. If the device is returned, this file will be reopened to document the evaluation of the returned device. The heartmate ii lvas IFU lists bleeding and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through that the patient expired due to intraparenchymal brain hemorrhage and spontaneous right occipitotemporal hematoma with midline shift. No additional information was provided.